Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cutting and cleaning the lead, the helix was able to extend and retract. Specification measurements and electrical testing were normal. The cause of the reported event of a helix mechanism issue was due to the helix being clogged with blood at the helix region and an over torqued inner coil at the connector region. No other anomalies were found.

Event description:
It was reported, that the patient presented in clinic for follow-up. Upon chest x-ray, it was found, that right ventricular (rv) lead had dislodged. During reposition procedure, it was found, that the rv lead helix failed to extend. The rv lead was explanted and replaced. Patient condition was stable.